Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date due to low blood glucose level of 35 mg/dl. The customer did not report symptoms or treatment related to low blood glucose level. The pump will not be returned for analysis.